Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument broke away. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The instrument did not collide with any other instruments or tools. No fragment fell inside the patient. The instrument was available for evaluation. No photos or videos were available for review. It was unknown if a fragment was completely detached from the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and the curved blade was found to be broken at the base. A piece approximately 0.488" x 0.084" was found to be broken and it was returned. Additional observations: the instrument failed an energy recognition test on all attempts when connected to an in-house energy generator. The probable root cause of energy recognition failure is related to the broken blade. The probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).